Manufacturer narrative:
The customer's complaint was confirmed; an unk bur was stuck in the attachment. The burr did not have a j notch which is accepted by this attachment and recommended in the IFU. The stryker IFU also recommends the use of only stryker approved components and accessories as the attachment may cause a non-stryker bur to break and if the wrong type of bur is used.

Event description:
A micro drill medium straight attachment was sent for service because something was stuck in it. During eval of the device, an unk broken burr was noted in the attachment. No adverse event was associated with the device.